Event description:
It was reported that the patient continued to have alarms noted in their history, but no audible alarms at home. Log files were sent for review. The log captured 157 driveline fault alarms between on (B)(6) 2025 and on (B)(6) 2026. The black wire appeared to be partially damaged. X-ray images showed a few suspect areas. There appeared to be some thinning and/or bends in the driveline. The driveline was repaired. There were no active alarms at time of repair. Visual inspection noted compression and bending of the driveline near the exit site, as well as rescue tape covering the full length of the driveline. Tech services removed remaining outer layer and bionate. The shielding was completely oxidized and fell off immediately after removing bionate. Broken black wire was discovered approximately 3" from exit site. There was noted damage to green wire as well in the same area. Black, red, and yellow wires were spliced. During splicing of yellow wire, green wire broke and shorted the system controller. The patient remained stable. They were swapped over to new driveline and backup controller. Tech services continued splicing green, brown, and orange wires. The area was closed up per procedure, and the patient was provided with care instructions.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller ¿shorting¿ was unable to be confirmed. Review of the log files revealed driveline fault alarms from (B)(6) 2025 ¿ (B)(6) 2026. The driveline fault alarms have been addressed under the pump investigation. The rest of the captured data appeared to show the system controller operating as intended. The returned heartmate ii system controller (serial number (B)(6)) underwent functional testing and passed all tests without issue. The controller successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The root cause for how the controller shorted was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate ii IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual) and the actions to take if the issue does not resolve. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.